Event description:
During a remote follow up, increased pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming the device. No intervention has been performed. The patient was stable and will continue to be monitored.